Manufacturer narrative:
Unit was received with cracked end cap. Unable to verify compromised force sensor system alarm or prime/fill anomaly due to cracked end cap. Unit was received with slightly loose drive support disk, missing end cap sticker, cracked reservoir tube, cracked reservoir tube window, broken belt clip slot, cracked battery tube threads, and minor scratches on lcd window.

Event description:
The customer's mother reported via phone call that the insulin pump continued to prime and ran up all of the insulin. Insulin was squirting out during the manual prime process. Customer's blood glucose level was 148 mg/dl. The insulin pump alarmed compromised force sensor system. The drive support cap was protruded. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.